Event description:
Customer reported the insulin pump had a crack in the reservoir compartment. The screen was scratched and the customer stated it was difficult to read at times. Customer's blood glucose was not provided and declined troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.